Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
The following was reported to hamilton medial ag: complaint description (quotation of the customer/reporter): "the user complained about the volume at high turbine speed."

Manufacturer narrative:
Additional information: hamilton medical ag`s comes to the following conclusion: the user reported a whistling noise from the back of the ventilator at high turbine speed. The event occurred in a non-clinical setting; no patient was involved. No harm or treatment delay was reported. The device still worked as intended even with a ¿noisy fan¿. No logfiles were made available. Based on the technician¿s assessment, the root cause was a defective bottom fan (pn 160856). The fan (c6 bottom fan 12v, pn 160856) was replaced. The device passed all service tests and was returned to use. No further action required.